Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2021 due to diabetic ketoacidosis. The blood glucose level of customer was 188 mg/dl at the time of hospitalization. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active at time of incident. Customer was treated with insulin manual injection or insulin pen. Customer was not tested for ketone. The insulin pump will not be returned for analysis.